Event description:
Blood glucose results of "141 mg/dl and 205 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The control solution test passed using a new vial of strips. The meter and control solution were replaced.